Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had a patient admitted in for the coronary percutaneous coronary intervention with impella cp support. It was reported that during impella cp support the distal leg became ischemic. The 14fr peel away sheath left in place from ccl. The peel away sheath was removed and repositioning sheath placed with resolution of flow to the lower extremity. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.